Manufacturer narrative:
Findings: pump received with critical pump error (open book image) alarm during testing and unable to download. Unable to determine the root cause, problem isolated to the electronic assembly. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had a red x on the display and was beeping nonstop. A critical pump error alarm had occurred. The customer was asleep and had woken up to the alarm. The customer's blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.